Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia of value 500mg/dl. Customer declined to troubleshoot for high blood glucose value and possible site or set occlusion. Customer was using the insulin pump to bring the blood glucose down. Device will not be returned for analysis.